Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, in situ measurements show one channel to be in status hi for yet undetermined reasons. One year after initial implantation a CT scan showed that 7 channels are outside of the cochlea, therefore a revision surgery was carried out in (B)(6) 2017. Intraoperative measurements showed a functional device. Approximately one month after this revision surgery, in situ measurements showed damage to the active electrode. No date for surgery has been made available yet.

Event description:
One year after implantation surgery the hearing performance with the device was affected. Re-implantation is considered and recommended by clinical support.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One year after implantation surgery the hearing performance with the device was affected. A CT scan showed that 7 channels are outside of the cochlea therefore a revision surgery was done in (B)(6) 2017. At the reactivation visit one month after the revision surgery in situ measurement was indicative of a device malfunction. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. One year after initial implantation a CT scan showed that 7 channels were outside of the cochlea, therefore a revision surgery was carried out in (B)(6) 2017. Intraoperative measurements showed a functional device. Approximately one month after this revision surgery, in situ measurements showed damage to the active electrode. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
One year after implantation surgery the hearing performance with the device was affected. Re-implantation was carried out. During device removal it was noted that the implant housing had shifted.